Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The health care practitioner reported via phone call that the customer was in emergency room and hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 354 mg/dl. Customer reported that the retainer ring and black o ring were missing. It was unknown that auto mode feature was active or not at the time of event. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08750 inches. Device uploaded properly using carelink. No missing reservoir tube o-ring noted. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).